Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 32 mg/dl at the time of the event. The customer stated that she miscalculated the amount of carbohydrates she was eating. Subsequently, the customer gave herself too much insulin, causing the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.